Event description:
Patient presented to the physician with an infection at the chest incision site that had spread to the neck incision site and noted severe pain at the neck incision. Physician prescribed antibiotics. Physician brought the patient into the or four days later, removed the entire inspire system, irrigated the chest and neck pockets with antibiotic solution, and closed. Physician prescribed additional antibiotics after the procedure was completed.